Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized the same day as diagnosis for the peritonitis event. Treatment was not reported. The patient was no longer on pd solutions. The patient was discharged twenty-one days after admission. At the time of this report the patient was recovering from the peritonitis event. During the follow up, the nurse declined to provide additional information on the event. Additional information was also requested from the care giver, but was not available.

Manufacturer narrative:
(B)(4). The cause of the peritonitis event was due to a break in aseptic technique. The patient was treated with an unknown intravenous antibiotic (drug name, dose, frequency, and duration not reported) for peritonitis. On an unknown date, antibiotic therapy was discontinued. At the time of this report the patient had recovered. Five days prior to the receipt of this report, the patient had their peritoneal dialysis catheter removed and was switched to hemodialysis. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.